Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that following a paddle lead implant procedure, after the patient woke, she experienced a loss if movement in her legs and lost feeling in both her legs between her hips and knees. The patient underwent an explant procedure the same day. The patient has limited use of her legs but is using a walker to move around. The physician suspected the event was caused from a hematoma around the spinal cord and that the event is not device related.